Manufacturer narrative:
Investigation summary: customer returned (8) 4mm, 32g pen needles (4 open without the tear drop label, 4 sealed) from lot # 0203815. Customer states that it was hard to push the patient end through. All returned pen needles were tested or point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: sample 1, point:good,outer diameter (in):0.0091 ,lube:good data: sample 2, point:good, outer diameter (in):0.0091, lube: good data: sample 3, point: good, outer diameter (in):0.0092, lube:good. Data: sample 4, point: good, outer diameter (in):0.0092, lube:good. Data: sample 5, point: good, outer diameter (in):0.0091, lube:good. Data: sample 6, point: good, outer diameter (in):0.0091, lube:good. Data: sample 7, point:good, outer diameter (in):0.0091, lube:good. Data: sample 8, point:good, outer diameter (in):0.0091, lube:good. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to use during the injection. The following information was provided by the initial reporter: "consumer stated, she has a hard time penetrating her skin when taking injection. Stated, she does get her complete dosage, its just hard pushing the patient end through. Stated, does not re-use and rotates injection sites."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to use during the injection. The following information was provided by the initial reporter: "consumer stated, she has a hard time penetrating her skin when taking injection. Stated, she does get her complete dosage, its just hard pushing the patient end through. Stated, does not re-use and rotates injection sites."